Manufacturer narrative:
Device information: catalog number mcghan600cc. Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed broken device and three openings through microscopic inspection assessed as surgical damage and observed a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. ¿ particles in valve: observed particles in the valve through visual inspection. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "rupture" for a saline device. Healthcare professional reported "deflation". Later healthcare professional reported "hole, non specific" and "particles in valve" via returned goods authorization form. This record is for the right side. Device has been explanted and replaced. The device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.6., b.5., b.6., d6b., h.6.

Event description:
Patient reported "rupture" for a saline device. Healthcare professional reported "deflation". Later healthcare professional reported "hole, non specific" and "particles in valve" via returned goods authorization form. This record is for the right side. Device has been explanted and replaced. The device will be returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "deflation". Healthcare professional confirmed. This record is for the right side. Device remains implanted.